Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the broncho-fiber videoscope had no image. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer please see corrected data in field h4 . The customer's allegation was confirmed. The device evaluation found no image black and the scope send to vacuum aeration get dry then video image was ok. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the occurrence could not be presumed. The root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): vis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f important information ¿ please read before use ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ the cover of the irrigation port part cannot be removed. Equipment damage can result. ¿ do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. ¿ do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ¿ do not touch the electrical contacts in the ultrasonic connector. Equipment damage can result. ¿ do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image. Olympus will continue to monitor the field performance of this device.